Manufacturer narrative:
One 6.5 twinfix ultra ti anchor assembly was returned for evaluation. Visual assessment of the device shows it is intact. Examination of the anchor confirmed attempted use as there is bio-material present. Anchor was tested for insertion using bone block material and was able to be inserted as intended. Removal of the anchor from the inserter showed no damage to the inserter tip. Shaft is properly aligned within the handle. The reported complaint of the inserter being cracked cannot be confirmed. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a rotator cuff repair, the twinfix ultra inserter was partially damaged as it cracked inside of the patient. There were not any fragments to be removed. A back-up device was available to complete the procedure in a timely manner. The patient was not impacted.